Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The insulin pump received with minor scratches on lcd window.

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also mentioned that there was an occlusion. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.